Event description:
Clinical notes dated mention that the patient has had significant increase in seizures since last visit in (B)(6). It was noted that the increase is likely related to end of life of the battery so she was referred for vns change. However, it was noted that her battery 25-50% in (B)(6) visit. No additional relevant information has been received to date.

Event description:
The patient had a prophylactic generator replacement. The explanted generator is not available for return or analysis.

Manufacturer narrative:
B2: outcomes attributed to adverse event (check all that apply); corrected info; initial MDR inadvertently omitted the selection of this field.